Manufacturer narrative:
The reported disassembly of the trigger was confirmed by a manufacturer repair technician. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that at the user facility the trigger of the device disassembled. No further information was provided by the user facility.